Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 431 mg/dl. The customer's expected fasting blood glucose test result range is 125 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 150 and 142mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: a 431mg/dl, (B)(6) 2016 12:22 pm. Fasting: yes. Undisclosed.